Event description:
On (B)(6) 2006: the dialyzer (aps-18sa) was used for hemodialysis (hd). At 15 minutes after start of treatment, blood pressure decreased (systolic blood pressure: 116=>77mmhg), vomiting and dyspnea occurred. After the onset of these adverse events (aes), oxygen 3l, was administered, leg elevated, physiological saline 200ml was administered then the blood pressure recovered to 130mmhg. The dialyzer was changed to another type and treatment was restarted. After 1 hour start of treatment, blood pressure decreased (systolic blood pressure: 100mmhg) again. Then effortil administered. Blood pressure recovered to 130mmhg.

Manufacturer narrative:
This incident occurred in (B)(6) and is reported to FDA according to the requirement. Aps-18sa is identical model to rexeed-18s series marketed in us. The used device could not be analyzed because it was discarded by the user facility. So we reviewed manufacturing records, quality records of lot #r61t24. As a result, no abnormality was found in records. The 5,820 units of this lot #r61t24 were distributed to the medical facilities and no similar event using this lot #r61t24 was reported globally. The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well- defined adverse reactions of unknown cause. "Handbook of dialysis 4th ed." John t daugirdas et. Al., lippincott, williams & wilkins, 2006.